Event description:
Additional information received reported that the pain returned and there was no sensation. Symptoms included a return of the pain and burning sensation in the left leg. A rep was not able to communicate with the device implanted. Relevant medical history includes pain and burning sensation in the left leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient is coming for a replacement on (B)(6) 2019. The device stopped working due to high usage. The patient was implanted in 2017. There were no further complications reported or anticipated.